Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during thoraco/wedge/segmental resection, they used device for segmental resection of lung. The first firing with reload was successful. For the second firing, the surgeon used a new reload, however the firing was stopped on the half way. Pushed the silver button, opened the jaws and removed the device from the tissue. The surgeon said the tissue thickness was seemed to appropriate for reload, however, when the surgeon clamped the tissue, the surgeon noticed the jaws were not fully closed. Replaced by another reload in order to complete the procedure. The surgical time was extended by less than 30 min. Oozing bleeding occurred as a result of the issue. The status of the patient is alive with no problem.